Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated by tech services. The baton was plugged into a test monitor and powered on. There was no loss of video signal during testing. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was cutting in and out and was fuzzy. When the image cut out, the procedure was aborted and a traditional device was used. A 15 minute delay in the procedure occurred while a traditional laryngoscope handle and blade was obtained. No harm to patient or user was reported.